Event description:
The customer reported that her blood glucose measured over 450 mg/dl a day after the pod was activated. She noticed that the cannula had slipped out of the skin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.